Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after his visual "acity" was noted to be far-sided and his lifestyle was compromised by the iol. The report indicates that there was a ''slight cut''.

Manufacturer narrative:
All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer report was generated. The documentation record for the diopter power inspection process was reviewed and was found within specification. The lens diopter result shows that the lens corresponded to a 21.5 diopter. The documentation showed that the production order was manufactured according to specifications. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was received cut in half in a plastic bag. This condition may be related to the lens explants process. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens non-sterile environment. No manufacturing defects were found in the returned sample. The diopter inspection from the electronic report showed that the lens was released within the diopter specifications. No manufacturing defects that related to the reported event were noted. Fracture of lens is related to the explant process. All pertinent information available to the manufacturer has been submitted.